Manufacturer narrative:
The screw was subject to visual and microscopic inspection. It had broken at the second thread close to the screw head. The screw head profile showed clear signs of stress, indicating that a high torque was applied with the screwdriver. The fracture site itself showed an alveolar, circular fracture pattern. The fracture was a torsional fracture caused by screw overloading. The screw broke while it was being inserted into the bone. During insertion of a screw into bone, the torsional force increases with every turn. The screw fractured at the spot where the torsional force is translated from the tip of the thread to the shaft. When a screw is overwound it always fractures at this point. Overwinding occurs when the torsion force produced by the screwdriver is increased although the screw cannot be inserted any further. The screw has reached its point of maximal fixation in the bone, the user does not recognize this and continues turning the screw although the bone is too hard for insertion of the full screw length without predrilling. Manufacturing records were reviewed and showed no deviations from specifications. The fracture was due to user error.

Event description:
The orthodontic screw broke as it was being inserted into the patient's jaw. The broken piece was removed immediately. No harm to patient.